Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No anomalies noted during testing, and p-cap locks properly into the reservoir compartment, however, it was noted as damaged due to cracked retainer. Unit successfully downloaded to thus for history files and traces. No notable alarms or alerts were found in history files on or near event date. Pump was cut to perform visual inspection found moisture damage on the force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, cracked retainer. No current code is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received retainer ring damage notification. The customer reported no adverse event. The event involved in the product was mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712k was was returned for analysis.